Manufacturer narrative:
H6. Investigation conclusion, previous reports inadvertently used d15 instead of d1001.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient's battery was low at 15%. The patient has been experiencing increase in seizures and recently fell and is in the hospital due to the fall. No other relevant information has been received to date.

Event description:
The provider noted that the increase in seizure was due to low battery. The increase in seizure was also noted to be above pre-vns baseline levels. The provider stated that (more "seizures" now otherwise was very stable). It was also reported that the patient underwent battery replacement due to battery depletion. The explanted device has not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
It was later reported that the explanted generator has been discarded and not available for return. No other relevant information has been received to date.